Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a batch/lot number: 328453013. Model/catalog description: balloon. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400098 serial number: n/a batch/lot number: 329627012. Model/catalog description: pump. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. As a result, the device was explanted and replaced. No further patient complications were reported.